Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the screen was cracked because the customer fell while wearing the pump. The contact stated that the pump was still functional and the customer was still receiving basal insulin from the pump; however, the screen damage made the pump unreadable. The customer was unable to view the screen to deliver a bolus. Contact stated that the customer would use injections to bolus. The customer's blood glucose level was not impacted.